Event description:
It was reported that the customer's insulin pump alarmed motor error several times. Troubleshooting was performed, and the device passed the displacement test. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor passed the motor test. The device was unable to vibrate due to a broken vibrator black wire.